Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion in the distal right coronary artery with moderate tortuosity and heavy calcification. Multiple attempts were made to advance the 3.5 x 12 mm nc trek balloon catheter, but the device could not cross to the lesion. During removal, the distal shaft separated. An additional balloon catheter was advanced and inflated to successfully remove the separated portion. A 3.5 x 23 mm xience xpedition sds was used successfully. The patient had a good outcome. No additional information was provided.